Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/1/98 at a retail vendor. Several days later the ear piercing site became infected; she removed the earrings and sought medical treatment. She was prescribed antibiotics.